Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That an m.blue 5 valve (product # fx801t) was implanted on (B)(6) 2023. According to the complainant, the proximal and distal inlet/outlet nipples of the device were too small and became disconnected from the catheter. The patient underwent an x-ray in order to verify the catheter disconnection. The patient underwent a revision surgery on (B)(6) 2023. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing and quality control data: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Investigation complete.